Event description:
Info reported 2008 confirmed that the pt did suffer an infection of e. Coli revealed in a bone biopsy of the pt's sacrum.

Manufacturer narrative:
The training, inspection, lot records, etc. Were evaluated.